Event description:
It was reported that the spectra concealable penile prosthesis (spp) snapped. A surgical procedure was performed to replace the system with three pieces. There were no patient complications.

Manufacturer narrative:
Correction to field h6: device codes. The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the spectra concealable penile prosthesis (spp) snapped. A surgical procedure was performed to replace the system with three pieces. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.